Event description:
Customer reported intermittent communication failure and stuck commands. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib board. System operates as intended.